Manufacturer narrative:
Vascular complications are rare serious side effects, although widely known and documented in the context of filler injections. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. If treated on time with an appropriate treatment, symptoms can be fully resolved without sequalae. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products.

Event description:
This case occurred outside of the USA, in australia. A nurse notified teoxane of an adverse event on 03-mar-2023, a female patient was injected on (B)(6) 2023 with 0.5 ml of teosyal rha 2 in the right temple. The injection was done with a cannula, using the fanning technique. On the same day, the patient experienced a partial vascular occlusion at the reaction site. She received treatment from a physician from the same clinic in the afternoon of (B)(6) 2023: hyaluronidase 2 injections (hyalase 3 ml+ 2 vials xylocaine with cannula, then hyalase 1 ml + 2 vials zylocaine with needle); aspirin (100 ml, 3 tablets); warm compression; massage. One month later on (B)(6) 2023, the patient was reviewed in clinic by another physician. At this time, they observed that the patient's capillary refill was slower than expected in the right hairline and therefore decided to continues assessment for 24 hours. According to the information received on 08-feb-2023 the patient completely recovered. The complaint was considered closed.